Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (3mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the wrong sized pump was implanted. During preoperative conversations regarding pump size, the patient stated they elected a 40ml pump but they were implanted with a 20ml pump. The hcp was insisting on a pump replacement as soon as possible. When asked for the cause of the incorrect pump being implanted, it was stated there was a "discrepancy in memory of patient, mdt representation, managing md <(>&<)> implanting surgeon with respect to final conclusion on pump size." The patient's weight was unknown. No patient symptoms were reported. No further complications were reported.